Manufacturer narrative:
(B)(4). Implant date: exact month and day unknown. Year of 2020 is known. Assumed first day of month and first month of year. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the exact implant date? What is the lot number for the linx device? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Answer - I have no additional info.

Event description:
It was reported that a linx device that was implanted two years ago was explanted due to returning gerd. Patient was tested and her demeester score was 40.